Manufacturer narrative:
Sample evaluation not yet completed. Will send followup when evaluation has been completed and approved. This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product line for the reported issue.

Event description:
Baxter reported customer had leakage from supply line (near spike) of their homechoice cassette. No patient injury or medical intervention was reported.